Event description:
It is reported that the customer had normal blood glucose levels of 106 mg/dl. The customer reported not receiving the low reservoir alarm on the insulin pump. The customer further reported that as a result of the lack of said alarm, she run out of insulin and received a no delivery alarm and eventually had high blood glucose levels. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.